Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) threshold trend of the pacemaker was varying too much. No intervention was performed, and the patient was in stable condition.